Event description:
During a laparoscoic cholecystectomy procedure, first clip closed as normal, however, subsequenbt clips did not close all the way. Jaws did not close all the way to secure clip completely on duct. No pt consequences. Case completed with another device of the same product code.